Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show a curved-tip stapler 30 instrument (part #470530-08, lot #t10220516-0015) was installed on the system 4 times and fired 4 stapler reloads (3 white, followed by 1 green). On the 2nd install, the reload color was not detected by the system and the user selected a white reload via the surgical side console (ssc) touchpad. All clamping by this instrument was complete per the logs. On 4th and last install for this instrument, there was a firing failure, failing at approximately 30% completion. Error code 22030 showed in the logs with parameters of the error indicating the torque was too high. Subsequent unclamping was completed. There were no other errors in the logs for this instrument. The logs show curved-tip stapler 30 instrument (part #470530-08, lot #t11220322-0024) was installed on the system 1 time and fired 1 reload (green). The clamping was completed per the logs, but was followed by a firing failure, failing at approximately 41% completion. Error code 22030 shows in the logs with parameters of the error indicating the torque was too high. Subsequent unclamping was completed. There were no other errors in the logs for this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a planned da vinci-assisted pulmonary segmentectomy procedure, an incomplete staple line was created when a green stapler 30 reload was fired on the bronchus with a curved-tip stapler 30 instrument. The surgeon stated that the bronchus was damaged due to this issue and required a switch from performing a segmentectomy to a lobectomy procedure. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a planned da vinci-assisted pulmonary segmentectomy procedure, there was incomplete stapling. The issue occurred while stapling across the bronchus with the curved-tip stapler 30 instrument using a green stapler 30 reload. The stapling stopped causing the staple line to be incomplete and the blade of the reload was observed to remain out. The initial curved-tip stapler 30 instrument was removed and a second curved-tip stapler 30 instrument, also using a green stapler reload, was inserted. The surgeon encountered the same issue and caused an incomplete staple line. The surgeon stated that the bronchus was damaged due to this issue and required a switch from performing a segmentectomy to a lobectomy procedure.

Manufacturer narrative:
On 10-mar-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: isi has received stapler 30 green reload associated with this complaint and completed investigations. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The pouch came unopened without being used and was opened during in-house inspection. The reload was installed into an endowrist 30 stapler and tested on the in-house system. The reload fired without any issues. No damage was found. The accessory was fully functional. The root cause is attributed to non-device related factors.

Event description:
Refer to h10/h11 for follow-up information.